Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device was discarded after explant and it would not be returned for analysis. No further complications were reported.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had overheating issues when charging. The patient stopped charging and the battery became overdischarged, so it was going to be replaced. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s previous implant was removed because a part ¿shorted out¿ in 2014. The implant site became swollen because the implant overheated and then the implant was dead. The replacement of the implantable neurostimulator occurred on (B)(6) 2017. There were no further complications reported or anticipated.